Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an ophthalmic surgery on (B)(6) 2017 and suture was used. During the procedure the suture broke. The procedure was completed using another suture. There were no adverse patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary ==> we received 1 complaint sample folder, along with suture and needle in separated condition. As the complaint sample received in open condition without foil pack further investigation on complaint sample cannot performed except visual inspection. Returned needle was inspected with 10x magnification and no any defect was observed. Five retain samples of incident codes and lot number was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification.